Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complainant was filed: date: (B)(6) 2011; inratio meter = 4.6 inr; reference = 5.6 inr; mean = 5.10. The mean is > 5.0 and the difference is less than 2.2. And only one inr value is greater than 5.0. These results are considered accurate within the context of the documented variability for inr testing. Recent test conducted on lot 243104 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 74 = 2.1, 1.9, 2.0 inr; donor 75 = 3.6, 3.7, 3.7 inr. At least two out of three replicates are within the allowable bias (+or-1.0) of reference results for donor 74 (2.02 inr) and donor 75 (3.48 inr), respectively. No further investigation will be pursued at this time. Conclusion: discrepant results were obtained from use of venous blood on the strip. Per product user guide, "use only fresh capillary blood for testing." Other sample types have not been validated for use on the product. Retain strip testing results met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue is subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011; inratio: 4.6; lab: 5.6. Customer stated the pol took a venous sample from him than dropped two drops of blood on the inratio strip. The customer's therapeutic range is between 2.5 and 3.5. Pt stated when he tests himself, he wipes the first drop of blood and uses the second drop and sometimes multiple drops of blood.